Manufacturer narrative:
.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The issue was reported to philips because the machine is not booting. There was no report of patient involvement.